Event description:
In 2008, the pt's mother reported that while the pt was attempting to bolus, the infusion device would not respond to button presses. She stated that they removed and reinserted the battery and the infusion device displayed a3 (set time and date). The pt was unable to clear the error. The mother confirmed that she was not using batteries affected by the recall. To troubleshoot the mother was instructed to remove and reinsert the battery. The infusion device appeared to reset but would not respond to button presses. The keypad lock was not activated on the infusion device and the device was not due for technical inspection. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.